Manufacturer narrative:
Suspect device received on march 30, 2023. Device evaluation completed on april 12 , 2023: according with the information received, the patient experienced symmastia. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: synmastia mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old hispanic female who underwent a breast augmentation primary with a mentor memorygel, 350cc silicone breast implant experienced left-sided symptomatic rupture , breast pain, and synmastia post procedure. The rupture was found during explant surgery. The patient was just having removal because implant didn't look right and felt uncomfortable. As a result, patient underwent bilateral removal without replacements, bilateral partial capsulectomy and correction of synmastia on (B)(6) 2023. Note: patient is thinking of having replacement surgery in about 6 months. This report relates to the right prosthesis.